Event description:
Additional information received indicated that the screw that was mentioned was part of the reported instrument.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received indicated that the investigation showed that the item was partly not working as expected. There was a screw that stacked/blocked one of the holes to attach both instruments. There was a surgical delay for a couple of minutes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
We have received a complaint from (B)(6) concerning one instrument on booking (B)(6), loan set shpinepn (pinnacle neptune inst), build 91, surgery date (B)(6). Item #: 221750044 (pinnacle version guide), lot#: so2042351, was broken already when it arrived at the hospital for the first surgery. The screw has been turned inwards and the pin cannot be put in place. Since the surgent was very experienced, they managed to perform both of the surgeries without any negative impact on the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.